Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for this event. The patient received unspecified treatment for the event. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.